Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon appeared protruded towards ruptured side.

Event description:
Balloon rupture. No adverse patient event.